Event description:
It was reported that during a biliary stenting procedure, resistance was encountered and a guide wire coating detachment occurred. The lesion was located in an unspecified stenting procedure. The 0.035 jag precursor guide wire was advanced placed and another manufacturer's 5fr plastic stent was advanced to the lesion. Upon attempting to remove the guide wire in preparation for stent deployment, the black coating on the distal tip of the guide wire detached and remained inside the bile duct. The physician attempted to remove the coating by unspecified means but was unsuccessful. Another of the same device was used to complete the procedure. The patient's status is reported as "no problem". It was the physician's opinion that the coating damage occurred as a result of resistance encountered during movement between the guide wire and stent, due to the shape of the stent.